Event description:
This serious unsolicited device case was received from united states on (B)(4) 2013 for a consumer. This case concerns a (B)(6) female pt who experienced injection site pain (left knee), left knee pain, left knee stiffness, left knee swelling knee started to buckle with walking and using a cane to walk after receiving synvisc one. The pt's medical history was significant for previous use of synvisc-one and the synvisc (series of three injections) and they worked well (got relief for 6 months or longer). No concomitant medication or concurrent condition was reported. On an unspecified date in (B)(6) 2013, the pt received treatment with bilateral synvisc one injections (batch/lot number and expiration date unk) at a dose of 6 ml once (route of administration not provided), for osteoarthritis. The pt reported that the injection in the right knee did not cause any problem. The left injection was given by someone in training and it did not go into the knee and rather went into her leg (device use error). It was reported that the left injection was extremely painful (never hurt like that device) and the pt experienced severe pain, stiffness and swelling. The pt was still using cane to walk and her knee was starting to buckle with walking. The pt saw a specialist who told her that the fluid in the swelling did not need to be withdrawn and the fluid was also checked for infection. Corrective treatment: not reported. Outcome: not reported.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: in this case, the pt experienced serious event. Although, the role of the suspect synvisc-one cannot be denied based on the drug event temporal relationship; however, the lack of info regarding the concomitant medications used by the pt, the previous relevant medical history of the pt precludes the complete case assessment.